Manufacturer narrative:
.

Event description:
It was reported that the device would not power on. There was no reported patient involvement.

Manufacturer narrative:
Conclusion: factory analysis of the returned power supply revealed a capacitor failure that resulted in the reported power issue.

Event description:
It was reported that the device would not power on. There was no reported patient involvement.